Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation by the manufacturer at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available this report will be updated.

Event description:
Customer complaint alleges the device leaked during use on a patient. No patient injury reported. No report of necessary medical intervention.